Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "no defib/pacing service monitor" failure message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device passed functional testing including bench handling and defibrillation cycle testing without duplicating the report. Review of the device logs confirmed that about 90 minutes into use, the unit experienced a soft restart (pd reset). No other issues with pacing or defibrillation was found before or after this event. A soft reset, by design, can occur if the device encounters an undesired condition in an attempt to self-correct. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.